Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use the time of the event. The remote service engineer inspected the system remotely and found that the flexvision no longer displays any images, x-rays are possible, no error message. The dvi matrix switch is probably the cause. Review of the system log file showed phillips engineer did not find any malfunction of the system. The problem of the flexvision screen was resolved after a few powers off and power on of the complete system by customer. The philips field service engineer (fse) checked all the video connection and power supply connection of the video chain of the flexvision. System was good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor failed to display images. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.